Event description:
The implantable neurostimulator was explanted due to infection. The pt was reimplanted in (B)(6) 2010. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).